Event description:
This case was initially received via regulatory authority (department of health and human services, reference number: mw5094815) on 16-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation') and cholelithiasis ('gall bladder stone') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid, ciprofloxacin, levothyroxine, metronidazole, paracetamol (acetaminophen), tranexamic acid (lysteda) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), pelvic pain ("pelvic pain"), urinary incontinence ("urinary incontinence immediately"), fatigue ("fatigue"), hypothyroidism ("hypothyroid"), gastric disorder ("stomach problem"), abdominal pain upper ("stomach pain"), cholelithiasis (seriousness criterion medically significant), visual impairment ("vision decrease"), pinguecula ("pinguecula in both eyes"), menorrhagia ("heavy periods/big clots of blood with heavy flow"), dysmenorrhoea ("painful periods"), gastritis ("stomach inflammation"), urinary tract infection ("uti"), insomnia ("insomniac nights"), vulvovaginal mycotic infection ("yeast infection") and pollakiuria ("urinate at night every 10-15 min ") and was found to have blood urine present ("blood in urine"). The patient was treated with surgery (gall bladder removal). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, urinary incontinence, fatigue, hypothyroidism, gastric disorder, abdominal pain upper, cholelithiasis, visual impairment, pinguecula, menorrhagia, dysmenorrhoea, blood urine present, gastritis, urinary tract infection, insomnia, vulvovaginal mycotic infection and pollakiuria outcome was unknown. The reporter considered abdominal pain upper, blood urine present, cholelithiasis, dysmenorrhoea, fatigue, gastric disorder, gastritis, hypothyroidism, insomnia, menorrhagia, pelvic inflammatory disease, pelvic pain, pinguecula, pollakiuria, urinary incontinence, urinary tract infection, visual impairment and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (department of health and human services, reference number: mw5094815) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation') and cholelithiasis ('gall bladder stone') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid, ciprofloxacin, levothyroxine, metronidazole, paracetamol (acetaminophen), tranexamic acid (lysteda) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), pelvic pain ("pelvic pain"), urinary incontinence ("urinary incontinence immediately"), fatigue ("fatigue"), hypothyroidism ("hypothyroid"), gastric disorder ("stomach problem"), abdominal pain upper ("stomach pain"), cholelithiasis (seriousness criterion medically significant), visual impairment ("vision decrease"), pinguecula ("pinguecula in both eyes"), menorrhagia ("heavy periods/big clots of blood with heavy flow"), dysmenorrhoea ("painful periods"), gastritis ("stomach inflammation"), urinary tract infection ("uti"), insomnia ("insomniac nights"), vulvovaginal mycotic infection ("yeast infection") and nocturia ("urinate at night every 10-15 min ") and was found to have blood urine present ("blood in urine"). The patient was treated with surgery (gall bladder removal). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, urinary incontinence, fatigue, hypothyroidism, gastric disorder, abdominal pain upper, cholelithiasis, visual impairment, pinguecula, menorrhagia, dysmenorrhoea, blood urine present, gastritis, urinary tract infection, insomnia, vulvovaginal mycotic infection and nocturia outcome was unknown. The reporter considered abdominal pain upper, blood urine present, cholelithiasis, dysmenorrhoea, fatigue, gastric disorder, gastritis, hypothyroidism, insomnia, menorrhagia, nocturia, pelvic inflammatory disease, pelvic pain, pinguecula, urinary incontinence, urinary tract infection, visual impairment and vulvovaginal mycotic infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.